Manufacturer narrative:
The correction of b5 describe event and problem, h6 investigation findings, h6 investigation conclusions, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 31st january, 2024 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the label was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 31st january, 2024 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the label was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the the label wasn't missing from device, but was removed. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing label, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 investigation findings: results pending completion of investigation///3233 corrected h6 investigation findings: no device problem found///213. Previous h6 investigation conclusions: conclusion not yet available//11. Corrected h6 investigation conclusions: no problem detected//67. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c device not eval provide code: device not returned to manufacturer. Corrected h3c device not eval provide code: none. Initially provided information was pointing to missing label. The issue is considered as safety related as any parts falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of missing label, which was removed from device. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device was up to the manufacturer specification. There is no indication if the device was being used for patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the label was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the label wasn't missing from device but was removed. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing label, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Event description:
On 31st january, 2024 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the label was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Initial reporter was (B)(4). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.